Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having trouble with high blood glucose levels since the day prior to the call. Blood glucose level was 600 mg/dl at the time of the call. Customer reported having no noticeable symptoms of an elevated blood glucose level, but stated that she was unsure about having ketones. During troubleshooting, the customer noticed that the cannula was extremely bent. Customer also received a no delivery alarm the day before the call. No further information was provided.